Event description:
Cardiac catheterization as outpt; vasoseal deployed in femoral site without difficulty. Site inspections, distal pulses remained within normal limits. Pt discharged home that afternoon. Three days later pt developed symptoms of claudication in procedural leg. Pt seen in cardiologist's office three days later. Dorsalis pedis pulse markedly diminished; site of vasoseal insertion remained unremarkable. Ankle/brachial indices markedly abnormal on the right at 0.47. Duplex imaging of the right groin revealed a very tight narrowing in the superior femoral artery. Pt was readmitted. Angiography revealed a very tight stenosis that was discrete at the access in the right common femoral artery. A wire was passed across the blockage, tissue plasminogen activator was administered with marked improvement in the distal pulses over the next 8 hrs. The following morning the artery was essentially normal.